Manufacturer narrative:
Five r-pilot files 25mm were returned (one file in loose + four unused files). File in loose is broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1881378). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee

Event description:
In this event it is reported that a r-pilot, 6x, sterile file broke during use. The broken part remains in the root canal. Treatment is not yet concluded.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.